Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Neither adding insulin to the existing cartridge nor loading a new cartridge resolved the issue. Additionally, it was reported that a cartridge change error and a cartridge alarm occurred and that cartridge was leaking from the o-ring near the septum. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 198 mg/dl.